Manufacturer narrative:
(B)(6) 2015 10:56 am (gmt-4:00) added by (B)(6) ((B)(4)): the device was returned to maquet. The device underwent a technical investigation and documented in the (B)(6) nonconformance system. The investigation showed a fiber delamination. The failure mode is known and covered in (B)(4). A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event.

Event description:
Prior to use the patient coded, was put on an impella device, had emergency bypass, and failed to wean, so the patient was put an beq top 8013. After initiating support the perfusionist noticed blood leaking from the gas outlet. The circuit was changed out at the cannuals in 60 seconds. The total blood loss was 10 cc. The leak is not being attributed in any way to the death. The device is available so please send a bio kit to the hosptal attention perfusion. (B)(4). Part nunmber: 70105.3824, lot number: 70102787.